Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for incidental durotomy repaired during procedure device related: not related, procedure related: probable, date of event: 19 may 2026, date of implant: on (B)(6) 2026, date of revision: no information provided. Device location: l4-l5: yes. Treatment/impact: surgical intervention for the study spine segment (on (B)(6) 2026). Depuy synthes products used: catalog number: tui81428, lot number: no information provided, component type: cage, description: eit tlif, h 14mm, 8°, 28/10, catalog number: unk - screws, lot number: no information provided, component type: pedicle screws, description: expedium verse(r) spinal system pedicle screws, catalog number: unk - rods, lot number: no information provided, component type: rods, description: expedium verse(r) spinal system rods.